Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "probe would not cut" (failure to cut). A customer reported a vitrectomy probe would not cut. The probe was primed, however, once inserted into the eye the surgeon stated it would not cut. The probe was exchanged and the case was completed. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).